Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5083922. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were discovered during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between august 22, 2018 - august 23, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.